Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device was discarded by the hospital. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the infection was known as pseudomonas, source of the infection is unknown. Without adequate information from the health care provider, we cannot conclusively determine the root cause for explant of this device.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, an annuloplasty ring was explanted after an implant duration of 21 days (0.70 months) and was replaced by the same size, same model ring due to endocarditis - pseudomonas, source was not provided. In the surgeon's response, it was noted that the explant of this device was not due to a device malfunction. Information was provided that on (B)(6) 2010, the patient underwent an mvr with a sjm mechanical valve 27mm and a tricuspid annuloplasty ring with an mc3 30mm. The patient developed septic deterioration following endocarditis (pseudomonas) and was re-operated on (B)(6): redo mvr with a sjm mechanical valve 33mm and a tricuspid annuloplasty ring with a mc3 30mm.